Manufacturer narrative:
Product analysis: at analysis it was determined that a known good stylus and the cursor did not align on the programmer display and it was not possible to select anything. It was noted that the fan was noisy when the programmer was first turned on. It was also noted that the rear display cover was damaged. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required repair. The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.